Manufacturer narrative:
Further details of the event were obtained: the alleged inaccuracy was in the superior/lateral direction, towards the patient's left and was noticed prior to placing hardware. No hardware was misplaced. The surgeon successfully performed a microdiscectomy. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.

Manufacturer narrative:
Contrary to what was initially reported the procedure was completed without navigation. The site said the reference frame may have been inadvertently moved, but this cannot be confirmed. Unable to determine root cause with the information available. No further subsequent issues have been reported.

Manufacturer narrative:
No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an o-arm imaging system spine fusion procedure, the surgeon alleged an inaccuracy of approximately 5mm. The site reported they required two spins for the procedure, each spin was 5mm inaccurate in the same direction, superior lateral toward the patient's left. The surgeon checked accuracy by touching the spinous process clamp with the driver, with a screw on it. The inaccuracy was noted prior to placing hardware, hardware was placed without issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.